Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebx0517 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx0517) have been reported from the same (B)(6) facility.

Event description:
It was reported that there is a metal tail at the end of the guide wire. The metal tail was stuck by the sheath tube and was unable to be delivered. This file is for first of two events reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop, one empty plastic guidewire hoop, two 4.5 fr microintroducers, one 20 g IV introducer needle, two 21 g introducer needles, and the label of a microez kit were returned for evaluation. An initial visual observation showed a brownish-red residue on the guidewire and its hoop. The guidewire was observed to be bent near its distal end. One of the microintroducers was observed to be bent approximately 6 mm distal to the orange handle. A microscopic observation revealed blood residue on the proximal end of the guidewire. The coiled wire at the proximal tip of the guidewire was observed to be deformed and some coils were displaced. The distal weld tip was observed to be intact, but the coiled wire near the weld tip was slightly disjointed. The coiled wire was observed to be kinked at the location of the bend near its distal end. It is possible this damage occurred during manufacturing, packaging, handling, or use; however it is not possible to determine when or where the damage took place. A lot history review (lhr) of rebx0517 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx0517) have been reported from the same china facility.

Event description:
It was reported that there is a metal tail at the end of the guide wire. The metal tail was stuck by the sheath tube and was unable to be delivered. This file is for first of two events reported.